Event description:
There was an allegation of a questionable elecsys hcg+, elecsys total psa, elecsys brahms pct, and elecsys tsh result from the cobas e 402 analytical unit patient 1's initial hcg+ result was 513 miu/ml, and the repeat result was 6978 miu/ml. Patient 2's initial psa result was <0.01 ng/ml, and the repeat result was 5.47 ng/ml. Patient 3's initial pct result was 0.37 ng/ml, and the repeat result was 0.87 ng/ml. Patient 4's initial tsh result was <0.01 ng/ml, and the repeat result was 0.77 ng/ml.

Manufacturer narrative:
The elecsys hcg+, elecsys total psa, elecsys brahms pct, and the elecsys tsh reagent lots and expiration dates were not provided. A field service engineer (fse) determined that the pinch tubes were the root cause of the questionable results. The fse replaced the pinch tubes and decontaminated the flow path. This intervention successfully removed the restriction and restored accurate signal generation. The analyzer is working according to specification after the service. The investigation determined that the service action resolved the issue.